Manufacturer narrative:
(B)(4). Date sent: 3/23/2017. Batch # n53y39. The analysis results found that a sr75 reload was received fully fired and with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique., it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, charging did not fire while stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.